Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the nucleated red blood cell nrbc chamber of the unicel dxh 800 coulter cellular analysis system was overflowing. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) could not reproduce the problem. The fse replaced the mixing chamber and sample line. The fse cycled several samples and performed start-up and controls. The fse noted all results were in range.